Manufacturer narrative:
The device was returned to olympus for evaluation and the additional findings were as follows: due to clogging of the nozzle, water and air supply volume did not meet standard value, due to wear of the angle wire, bending angle in the up direction did not meet standard value and the up/down knob was out of standard value, the adhesive on the bending section cover had a chip, crack and white-clouded area, due to clogging of the nozzle, water removal ability did not meet standard value, the universal cord had a scratch, the paint on the suction cylinder was peeled, the image guide protector had a scratch, the protector of the universal cord on the scope connector side had a scratch, the adhesive around the objective lens and light guide lens had a white-clouded area, the plastic distal end cover had scratch, the connecting tube had a scratch. Additional information from the customer regarding reprocessing steps stated customer cleaned, disinfected and sterilized the device before it was sent back to olympus. Further, there was a delay in start of precleaning and the customer did not pre-soak the endoscope in detergent solution. The air/water nozzle was flushed with air/water and detergent solution and wiped with clean lint free cloth or brush. There were no abnormalities in the accessories used for reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that reprocessing failed to be practiced in accordance with instructions for use (IFU). Based on the results of the legal manufacturer's investigation, it is likely that foreign material remained due to a deviation of the reprocessing method from the instruction manual. The foreign material could not be specified. The subject event can be detected and prevented by implementation in accordance with the below IFU. Instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that a foreign object came out of the colonovideoscope's nozzle.there were no reports of patient harm.